Event description:
Customer reported system is displaying an error code. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the longitudinal potentiometer. System operates as intended.